Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('during the dilation and placement of the uterine manipulator, a peroration occurred. The perforation was cauterized with the l-hook during removal') in an adult female patient who had essure (batch no. (706870,709870)-not valid) inserted for female sterilisation. The patient's medical history included abdominal pain and vaginal bleeding. Concurrent conditions included endometriosis, dysmenorrhea and pelvic pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (operative laparoscopy for ablation of endometriosis and removal of essure coil). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: trailing coils: left: 4, right: 4. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2010: negative. Ultrasound pelvis - on (B)(6) 2010: the uterus is retroverted, measuring 7.3 x 4 x 4.8 cm with an endometrial thickness measuring 4 mm, unremarkable. There are nofibroids, gestational sac for fetal pole identified. The right ovary measures 3.4 x 1.8 x 3.2 cm and the left ovary 2.9 x 1.2 x 3.1 cm, both unremarkable. There is a small amount of free fluid superior to the uterus. There are echogenic partially shadowing foci within both proximal fallopian tubes, consistent with essure coils. The lot numbers reported (706870, 709870) are not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('during the dilation and placement of the uterine manipulator, a peroration occurred. The perforation was cauterized with the l-hook during removal') in an adult female patient who had essure (batch no. 706870, 709870) inserted for female sterilisation. The patient's medical history included abdominal pain and vaginal bleeding. Concurrent conditions included endometriosis, dysmenorrhea and pelvic pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (operative laparoscopy for ablation of endometriosis and removal of essure coil). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: trailing coils: left: 4, right: 4. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine on (B)(6) 2010: negative. Ultrasound pelvis on (B)(6) 2010: the uterus is retroverted, measuring 7.3 x 4 x 4.8 cm with an endometrial thickness measuring 4 mm, unremarkable. There are nofibroids, gestational sac for fetal pole identified. The right ovary measures. 3.4 x 1.8 x 3.2 cm and the left ovary 2.9 x 1.2 x 3.1 cm, both unremarkable. There is a small amount of free fluid superior to the uterus. There are echogenic partially shadowing foci within both proximal fallopian tubes, consistent with essure coils. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.